Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose was rising to 337 mg/dl and declining to 50 mg/dl. Customer¿s current blood glucose value is 337 mg/dl. The customer experienced symptoms such as nausea. The customer treated highs with the bolus and lows with the food. Troubleshooting was done for high and low blood glucose as well as under delivery and requested a replacement for the pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The customer declined to troubleshoot for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the delivery accuracy test. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.